Event description:
An employee of the hospitals (B)(4) dept reported via email that it was observed during a surgery that the target device passed not as expected.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.